Event description:
It was reported that the patient presented in clinic for follow up. On (B)(6) 2021, an x-ray revealed the right ventricular lead was not capturing nor sensing due to dislodgement. The physician elected to explant and replace the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and no sensing were not confirmed. As received, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.